Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, device inserted and removed during same procedure. If explanted, give date: not applicable, device inserted and removed during same procedure. First name: unknown/not provided. Telephone number: (B)(6). The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Initially it was reported that the intraocular lens (iol) was defective and was explanted. Through follow-up we learned that during the implantation of the iol, the haptic broke off and the lens was removed. A new lens was then implanted during the same procedure. The patient is doing well and there were no further complications. The removed lens has been discarded. No further information was provided.